Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that patients had issues with stimulation in the leg area leading to explant. The stimulation change was due to migration of the ¿needle.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.